Manufacturer narrative:
The failure investigation has been completed and the alleged minimum fill notification issue was verified. Additionally, the cgm alert is tier 3 and investigation is not required.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.